Manufacturer narrative:
Lot 1654045: 22 items manufactured and released (B)(6) 2017. No anomalies found related to the issue. To date, no similar event on the same lot has been registered. Visual inspection performed on (B)(6) 2018 by r&d product manager: the event is probably related to a mechanical yielding of the locking disc that provided the continuous sliding of the inner plate. The locking disc was recovered. It is possible that the breakage occurred after an elevated torque applied during the unscrewing of the handle.

Event description:
The surgeon was implanting mpact dm size 54 using the offset inserter with a screwdriver. When he was satisfied with the position, he began to turn the screwdriver counter clockwise to loosen claws on the impaction plate. It did not stop and continued to turn. He was able to remove it without issue, but the x-ray revealed a small circle of metal (part of the internal structure of the impaction plate). It was located and removed. The surgery was completed successfully.